Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unsuccessfully implanted due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a cut through into an unoccupied 1 of 3 lumens and sporadic dried body fluid/blood noted around the cut. A series of electrical and mechanical test were performed to assess lead electrical performance. Laboratory testing was unable to reproduce the reported clinical observation as the lead passed all testing.